Event description:
As it was reported by the study database, the pt, one day after the index procedure, suffered a myocardial infarction. The pt underwent stenting of the ostium of the right internal carotid artery (ica). The carotid stent was placed in advance since the pt was going to undergo CABG. The stenosis was 90%. The vessel was severely calcified. An angioguard distal protection device was used in the procedure. There were no malfunctions with the products. There were no complications during the index procedure. The pt was neurologically intact when taken from the angio suite. The next day the pt suffered a myocardial infarction (mi). The event was determined to be unrelated to the cordis product, but related to the procedure. The physician related the event to the pt's underlying condition. It was also noted that the pt has no history of coronary intervention.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within thirty days upon receipt.